Event description:
A 5cc 20 french foley catheter balloon was compromised and began to deflate. Due to the nature of the surgery, pt had to be brought back to the operating room to have the foley re-inserted.